Event description:
In both of these cases doctors told me that I had to get a computed tomography scan. They never mentioned radiation risks or side effects, so I had the CT scans done. On (B)(6)2011 - full pelvic area computed tomography scan. Results: constant burning at the end of the urethra and some loss of control of the sphincter muscles there. These effects started several months after the scan and continue today. On (B)(6) 2011 - head computed tomography scan. Results: dementia symptoms, sudden loss of concentration and headaches. These also started several months after the CT scan and persist to this day. Why don't doctors tell of these radiation risks beforehand? I had no idea until after these symptoms hit me.